Manufacturer narrative:
Analysis was normal. No anomaly was found. The damage found was sustained during the surgical procedure. A lead tip stiffness was performed and the lead was found to be within specification.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that when a patient presented in clinic for a check after experiencing sharp pains in the chest region, an alert for low, out of range pacing lead impedance was observed. Lead perforation was observed through echocardiogram. R-wave amplitude variation was noted. A pericardiocentesis was performed. It was noted that fibrous tissue growth was observed during lead repositioning, so the physician elected to explant and replace the lead. The patient was okay in the recovery room and no more symptoms were reported.